Event description:
It was reported that the customer had high blood glucose levels of 250 mg/dl. The customer reported that the insulin pump was not delivering the correct amount of insulin to the customer. The alarm history of the insulin pump was reviewed. The customer reported that the alarm history did not look accurate. The customer reported that some of the dates in the alarm history were not showing any bolus delivery when in fact a bolus was delivered on that day. The customer also reported excessive no delivery alarms from the insulin pump. The alarm history of the insulin pump also showed a low reservoir alarm. Further troubleshooting also revealed a bent cannula on the infusion set of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip noted during visual inspection. Several boluses were delivered and recorded properly in bolus history. Units left on status screen matched units left in reservoir. No delivery anomaly noted.